Event description:
The single trigger rotary was sent for service and during testing at the MFR it was noted that the device ran on its own w/o user activation. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device will be repaired and returned to the customer. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.